Event description:
As reported: "primary procedure to address a left femoral fracture with the t2 alpha gt nail. It was reported that on impaction, the strike plate broke at the junction with the insertion handle (the threads of the strike plate remained in the insertion handle). The strike plate hit the surgeon in the face, causing a small laceration (no stitches required). Case was completed by impacting directly on the insertion handle. Surgical delay was approximately 1 minute." The procedure was otherwise completed successfully.

Manufacturer narrative:
Device inspection of the delta strike plate in the imn instruments system confirmed that the threaded area of the device was broken. The device broke on the transition radii of the thread undercut to the stop shoulder of the thread connection. A microscopic analysis of the surface of the device shows a brittle area, which proves that the material was subjected to a significant amount of stress, which lead to its breakage without significant plastic deformation. The loads applied to the device damaged the strike plate. Furthermore, corrosive deposits were observed on the stop shoulder of the device. This is due to the repetitive rubbing between the delta strike plate and the targeting arm when the two are attached or detached from each other. The friction causes the protective layer of the delta strike plate to come off and for a thin layer of rust to deposit (most probably due to the cleaning and sterilization steps followed). A review of the device history for the reported lot did not indicate any abnormalities. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated. In order to avoid this kind of breakage in the future, an nc was opened to address this event.

Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
As reported: "primary procedure to address a left femoral fracture with the t2 alpha gt nail. It was reported that on impaction, the strike plate broke at the junction with the insertion handle (the threads of the strike plate remained in the insertion handle). The strike plate hit the surgeon in the face, causing a small laceration (no stitches required). Case was completed by impacting directly on the insertion handle. Surgical delay was approximately 1 minute." The procedure was otherwise completed successfully.